Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead pacing impedance measurements were also noted. This device and lv lead were explanted. No additional adverse patient effects were reported.